Manufacturer narrative:
The customer replaced all electrodes and solutions and performed liquid flow path cleaning. Qc results were in range. The field service representative performed preventive maintenance, performed cleaning, washed the ise flow paths, and adjusted the sample probe. He then changed the ise assembly, sample probe, vacuum valve, and vacuum bottle. The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. Sample a initial sodium result was 126.2 mmol/l and the repeat result was 136 mmol/l. Sample c initial sodium result was 131.9 mmol/l and the repeat result was 137.7 mmol/l. Sample e initial sodium result was 134.2 mmol/l and the repeat result was 139 mmol/l. Patient 3 sodium results were 135 mmol/l, 126.2 mmol/l, and 128 mmol/l. The potassium results were 5 mmol/l, 4.58 mmol/l, and 4.7 mmol/l. Patient 4 initial sodium result was 139 mmol/l and the repeat result was 133.5 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed correct. The sodium electrode lot number was d27448 with an expiration date of 08-aug-2023.the potassium electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.